Event description:
It was reported that an asymptomatic patient presented in the clinic for follow up and upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis of the pulse generator found that memory corruption had occurred, causing the device to enter into backup mode. Following a firmware download, the device exhibited normal characteristics.